Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received for evaluation. Two events were confirmed during testing. Two devices were found to be disassembled. Two devices were not confirmed during testing; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device disassembled. There was no patient involvement; no patient impact.